Event description:
The facility reported two cna's were performing a patient transfer from wheelchair to patient bed. The sling was attached to the hanger bar while the patient was in a sitting position in the wheelchair. The patient was raised to clear the height of the wheel chair and then the chair was pulled away. At that moment, the sling clip detached from the spreader bar and the patient slipped out of the sling onto the floor. The nurse rushed to the patient's aid and had an ambulance transport the patient to the emergency room. No injuries were reported. The general condition of the lift is good. There were no visible dents or modifications. Black tape was on the top of arm. The lift had wear markings consistent with the age of the lift. The lift was found to be working to specifications. The sling was also found to be in good condition. There were no visible tears or modifications. The sling was noted to be a zyntariss product, not arjo-branded. (B) (4).